Manufacturer narrative:
The cause of the incident is unknown at the time of this report. The 2 introducers have not been returned yet to cmi. The device history records (DHR) of the affected lot 594434 was verified without any non-conformity found. The devices passed all 100% in process and aql based quality inspections the cmi personnel were informed about the complaint. The event has not caused any harm to the patient. No remedial actions were initiated at the time of this report.

Event description:
The following event description was received by the manufacturer cmi: " 2 fortress introducers that by positioning in sfa the sheaths extended by pulling them back due to a fibrosis tissue at the entry site". The hospital will return 2 pieces from the same lot for an investigation. There was no patient injury.

Manufacturer narrative:
Sample investigation conclusion: both returned 6fr introducers were evaluated for verification of product dimensional and visual characteristics: there was not observed any defect on the first introducer. The product was within the specification. There were observed several defects on the second introducer : expanded coil, extended sheath length, broken sheath tip. Root cause: both introducers were used one after another during the procedure. As it was not possible to insert the first introducer the physician decided to use a second introducer. The second introducer was inserted with big difficulties. When the second introducer was in place, it was difficult to pass a catheter through the introducer. After a successful treatment the second introducer got stretched by the user during its withdrawal due to the fibrosis tissue at the entry site. According to the IFU the advancement should be stopped when resistance is met. Based on the event description and sample evaluation cmi concluded that the root cause is user error. The introducer should not have been advanced as the introduction was difficult, most likely due to the fibrosis tissue at the entry site. Correction: no correction possible. The devices will be scrapped. Corrective actions: none. Preventive actions: none. Rationale for no actions: no corrective actions because the event is related to the user error. No preventive actions because the introducers should not be used in case that resistance is met during advancement, which is already defined in product instructions for use (IFU).